Manufacturer narrative:
Customer returned freestyle blood glucose monitor and test strips with lot number 0634536. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose of "hi" (<500 mg/dl) as reported by customer was not identified in the meter internal log.

Event description:
Customer reported obtaining a glucose result of "hi" (>500 mg/dl) on their freestyle blood glucose monitor. The customer then took 4 units of novolog insulin. Approximately 2 hours later, the customer began to tremble and their vision became blurred. The customer then experienced then experienced a seizure. Customer's husband took a glucose measurement using a one touch meter and obtained a result of 38 mg/dl. Husband administered instant glucose and toast with peanut butter in order to stabilize glucose levels.